Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to site to replicate the issue but was unable to duplicate the reported issue. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the surgeon had registered navigation with tracer and was using a 90 degree suction within the sinus cavity when the system exited the navigation screen to registration screen without any prompt from theuser. The surgeon clicked on the next arrow to go to navigation screen and continued the surgery. The procedure was completed with the use of navigation. There was a delay of less than 5 minutes. No impact on patient outcome.